Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with blurry vision in the left eye six days post lasik. An oral steroid was prescribed. Topical steroid drop dosage was increased. Patient noted halos, glare, shadows, blurred vision and haze in the left eye. Upon follow up, five days post lasik the patient presented with mild discomfort and blurred vision in the left eye. Patient noted that it started the day before and corneal haze was present. Double vision was reported. Topical steroid drop dosage was increased to every hour and an oral steroid was prescribed. Three days later, the patient returned and noted visual acuity was a little better. Central toxic keratopathy was diagnosed. An antioxidant was prescribed and topical steroid drop dosage was changed to four times a day. Oral steroid was discontinued. An oral antibiotic and vitamin supplement were prescribed. No visual symptoms existed prior to surgery. Doctor noted that it can take up to a year to resolve symptoms.